Event description:
A us distributor returned a monitor and reported the monitor was damaged and that a patient was received check belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case, adjust belt messages) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. The root cause for the damaged receptacle was excessive force. There were no adverse events associated with the damaged monitor.